Manufacturer narrative:
Analysis: the details of the complaint indicate that there was a type iii endoleak where the 6mm x 22mm icast covered stent was deployed in the left renal artery. The details also specify that the native diameter of the left renal artery was 7mm. The physician then decided to place a 6mm x 22mm icast covered stent in the 7mm renal artery. The 6mm diameter, in this case, may not have been a suitable choice as the instructions for use specify to oversize the stent by as much as 20% over the native vessel diameter. ¿in selecting the appropriate size device, a careful assessment of the lumen is necessary. In general, to assure adequate anchoring, the diameter of the device should be approximately 5-20% larger than the healthy lumen diameter¿. The details also indicate that the stent was placed 80% inside the left renal and 20% was left inside the endograft at the site of the fenestration. Being that the stent foreshortens down to a length of 20mm as specified on the product label this would mean that 18mm of the stent was in the renal artery and 2mm into the fenestration of the endograft if it was well opposed to the aortic wall. If it was not even less of the stent would be in the fenestration area making a seal difficult when using a balloon to flare the stent. A review of the device history records has been conducted. Below is a list of the quality and performance criteria that every lot of icast covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check based on this review this lot of icast covered stents met all quality and performance requirements. Atrium medical only releases production lots that have passed the aforementioned performance and quality requirements. Conclusion: based on the results of the investigation atrium medical corporation cannot conclude that the device in question was at fault for the type iii endoleak.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted. Device evaluated by manufacturer? Not available for return.

Event description:
On (B)(6) 2017, the (B)(6)-year-old patient underwent placement of a p-branch-32-22-a device, a universal distal body unibody-24-98 device, a 9 mm x 38 mm icast and a 10 mm x 40 mm protégé stent in the sma, a 6 x 22 mm icast covered stent in the right renal artery, and a 6 x 22 icast covered stent in the left renal artery. On (B)(6) 2017, a secondary intervention was performed to treat a type iii endoleak at the p-branch and left renal stent. The intervention included balloon angioplasty of the left renal stent with a 2 x 20 mm balloon and stenting with a 6 x 22 mm icast stent. The intervention was successful and the type iii endoleak was resolved.